Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient became unconscious while at work. Her co-workers drove her to the hospital and checked a fingerstick bg at the time which was 34 mg/dl although the cgm was displaying 84 mg/dl. She reported that she regained consciousness hours later while in the hospital, and was given milk, peanut butter and glucose tablets to elevate her glucose level. She stated that the glucose tablets were from her own supply and that they were given to her by her co-workers to take. She was kept overnight for observation. She stated several times that no other medications or treatments were provided at the hospital. She was released the next day and prior to discharge her fingerstick bg was 160 mg/dl. At the time of the report the following day the patient¿s condition was normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.